Event description:
It was reported that the ventilator failed flow transducer test during pre-use check.there was no patient involvement.manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the air gas module. The replaced part was returned for further investigation. Simulated use testing of the returned air gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. However, during a visual inspection it was noticed that the gas module filter and the nozzle unit were old. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first. The root cause to the reported issue could not be established by this investigation.